Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 24-jul-2018 with the following findings: a review of the black box showed no unexplained power on reset event on or before the date of the alleged malfunctions. The battery compartment was cracked at the threads on the side. The returned battery cap threads were stripped and was unable to fit to maintain an electrical connection. The reported power complaint was duplicated. The test battery cap was used. The rewind, load, and prime steps were performed successfully. No further power interruptions occurred during the investigation. No evidence of moisture corrosion was found in the battery canister. A leak was found in the battery compartment. The pump cover was removed to find no moisture corrosion was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was moisture behind the display. It was also alleged that there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.